Manufacturer narrative:
Correction in section h.6. (FDA patient code e0839 deleted) additional information provided in h.3., h.6., h.10. And h.11. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that after intraocular lens (iol) implantation, she experienced that her visual acuity was not improved. Her vision was blurred in the distance and she needed a reading aid for her cell phone and pc. She could not drive either because of her blurred vision. She also had difficulties seeing at work. However, her ophthalmologist could not find anything wrong. Additional information was requested, but no further information is available. There are two medical device reports associated with this complaint. This report is 2 of 2.